Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia pd cycler set leaked from an unspecified location. This occurred during unspecified process step of peritoneal dialysis therapy. During follow up, the patient stated that the patient line spilled solution all over cart holding the solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.